Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records was performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during preparation of an ultrasound guided percutaneous transhepatic cholangiography drainage catheter placement procedure, the length of trocar needle allegedly was allegedly longer than catheter. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the physical device was not returned for evaluation, one photo was provided for review. The photo shows the partial view of a trocar needle inserted into a catheter in which the trocar needle was noted to be protruding out longer in length when compared to the catheter. The manufacturing site review states, the photo provided was insufficient to determine if the product meets specifications. Therefore, the investigation is inconclusive for the reported length of the trocar needle longer than catheter issue as the provided photo shows only a partial view and the proximal portion of the device is not visible in the provided photo. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion) section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an ultrasound guided percutaneous transhepatic cholangiography drainage catheter placement procedure using navarre universal drain. During the preparation, the length of trocar needle allegedly was longer than catheter. The procedure was completed using another device. There was no patient contact.